Manufacturer narrative:
The universal screw driver returned is fractured at the hex, hardness test meets blueprint specification. The device was used for treatment. The actual frequency and manner of use is unknown. With the information provided, it appears that the device has reached the end of its usable life after 20 years in the field and has experienced normal and expected wear. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that the tip of a hex driver broke off while the surgeon was tightening the screw into an acetabular cup.